Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was saftey shield failure and a needle stick. The following information was provided by the initial reporter: did exposure to blood/ bf occur? Yes. Hazard, injury or erroneous results details how did the needle stick incident occur: safety device broke off causing thumb to slide up onto needle. Was it a clean needle or a used needle: used. Where was the injury: left thumb. Was the proper technique used: yes. Was medical intervention required or necessary: post exposure testing performed. No further intervention required. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details hcp needlestick. Customer reports that the safety device broke during activation.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle that there was saftey shield failure and a needle stick. The following information was provided by the initial reporter. Did exposure to blood/ bf occur? Yes. Hazard, injury or erroneous results details how did the needle stick incident occur: safety device broke off causing thumb to slide up onto needle. Was it a clean needle or a used needle: used. Where was the injury: left thumb. Was the proper technique used: yes. Was medical intervention required or necessary: post exposure testing performed. No further intervention required. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details hcp needlestick. Customer reports that the safety device broke during activation.